Event description:
It was reported that approximately two months after patient had their initial intrathecal baclofen system implanted, she started experiencing a loss of efficacy in therapy for spasticity, requiring increasing doses with minimal effect. The patient had come into the managing clinic one week ago, in reference to the date of this report, for a dye study due to increasing spasticity and under fluoroscopy, it was observed the pump was flipped. X-rays were also done. The pump was manually repositioned and the dye study was negative. Then, on (B)(6) 2014, the neurosurgeon exposed the pump pocket site and after withdrawing 3 ml of fluid back from the catheter via the catheter access port with the needle in an 8540 kit, preservative free contrast was injected and visualized ¿dye being trapped in a linear compartment without diffusion, rather than the expected plume¿. The neurosurgeon reportedly stated that scar tissue around the tip of the catheter more than likely started forming a few months after the catheter was implanted, forming a loculation and preventing the baclofen from diffusing throughout the spinal column. The tip of the existing catheter was at t8; the entire catheter was explanted and replaced with another 8780 ascenda catheter. An 8590-1 mesh pouch was placed on the existing pump. After reattaching the pump to the newly implanted catheter, the catheter access port was accessed and csf (cerebrospinal fluid) was freely was withdrawn. The pump was tacked down using four titanium suture loops through the pouch. The flipped pump product issue was resolved. Post-operatively, after a priming bolus was programmed by the neurosurgeon for the newly implanted length catheter, the pump was restarted on an infusion rate of 100 mcg/day per orders of the managing health care provider (hcp). The patient was admitted into the hospital overnight for observation. Then, on (B)(6) 2014, the managing hcp assessed the patient's presentation and increased her daily infusion rate to 150 mcg/day as she had responded to the catheter replacement, but was still demonstrating hypertonicity. The patient was discharged with a planned future clinic appointment to adjust the infusion rate as needed. The patient¿s status at the time of this event was listed as ¿alive ¿ no injury¿. The device system was used to deliver gablofen. It was further reported that medications that the patient was on at time of the event included gabapentin, tramadol and macrobid. The cause of the flipped pump and scarring at the tip of the catheter were undetermined. The dye study was performed on (B)(6) 2014; ap lateral x-rays showed the pump was flipped on (B)(6) 2014. The patient¿s current infusion rate was simple continuous at 251 mcg/day. The patient was being actively monitored by the managing hcps on an outpatient basis with continued increasing infusion rates along with supplemental oral antispasmodics as needed. Post discharge from the overnight hospitalization, the patient¿s follow up dates were for (B)(6) 2014 and then (B)(6) 2014. It was again reported the cause of the event was never determined. No further troubleshooting, interventions nor actions were taken to resolve the event. It was later reported the patient was seen in the clinic on (B)(6) 2014 and she had responded to the therapy status post-surgery. Her infusion rate was increased from 326 mcg/day to 423 mcg/day at that time. It was again reported the cause of the event was not determined and again that there were no further troubleshooting, interventions nor other actions taken to resolve the event. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation: the catheter was returned for analysis. Analysis of the catheter body revealed no significant anomaly ¿ ¿dried drug, blood, or foreign material occlusion¿. All three sets of the dispensing holes were inspected before decontamination for any blockage or foreign material and all were clear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.